Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Section e: this event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands unable to deploy. Block h10: investigation results: a speedband superview super 7 ligator head was returned for analysis. A visual evaluation noted that the ligator head was returned with six bands attached, and some of the bands were overlapped. One remaining part of the cut trip wire was attached to the suture thread. Microscopic examination was performed and it was found that the ligator teeth were bent. The cut trip wire was inspected under magnification and indicated that a mechanical tool was used to perform the cut. The handle was not returned for analysis. No other problems with the device were noted. The reported event was confirmed. The observed cut on the trip wire may be related to some technique applied after the bands were unable to deploy and the physician may have cut the trip wire in order to separate the device from the endoscope. Based on the analysis of the returned ligator head, band deployment problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it, and the action of deployment may have damaged/bent the ligator head teeth. These knot related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. An investigation to address this problem is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2021. During the procedure, the bands were stuck together and unable to deploy all. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2021. During the procedure, the bands were stuck together and unable to deploy all. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.